Manufacturer narrative:
(B)(4). Correction: phrenic nerve stimulation was not caused by rv lead and was removed from the event.

Event description:
It was reported that the rv lead was being replaced due to lead noise issues. The device detected hvr episodes and several noise reversion episodes which almost all showed noise. Before the procedure, the physician decided to do some tests and changes through programming. Programming changes were made, and it was noted that the noise was not present. The physician decided to keep the lead and not go through with the lead replacement.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the rv lead was being replaced due to lead noise issues. Phrenic nerve stimulation but that is not related to the lead performance was noted. The device detected hvr episodes and several noise reversion episodes which almost all showed noise. Before the procedure, the physician decided to do some tests and changes through programming. Programming changes were made, and it was noted that the noise was not present. The physician decided to keep the lead and not go through with the lead replacement.